Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular exhibited high capture thresholds. The lead was capped and replaced. The patient's condition before, during and after the procedure was good.